Event description:
Rptr writes, "my right breast was crushed in the mammography machine on 8/29/97 not knowing at the time of this event a repairman had been called to work on the unit. Not until the following week did I find this out. I had severe pain and cont. To call dr, hosp, and other medical personel about the pain I was having since the moment the mammography was done. Pictures of blue, yellow, bruises on right breast, 2 doctors visits for almost 1 year, and finally on 8/12/98 is when I got the info to turn this in. The hosp, on 8-12-98, released this info to me. They did not want to!"